Event description:
It was reported that during an anterior lumbar interbody fusion (alif) spine surgery the part at top (of the anterior disc rongeur) that grabs tissue in the disc space broke off as the surgeon was 'grabbing the disc' with the device. The broken piece was removed with a kocher. A confirmation x-ray was taken to determine no part of the broken device remained in the pt. A spare device was available which functioned properly. The surgery was completed and there were no adverse consequences to the pt reported,

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.